Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch was triggered as this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Oversensing of noise, a drop in the pacing percentages, and a rise in threshold measurements were also noted leading the physician to believe the rv lead may be fractured. No intervention has been performed at this time as the patient will continue to be monitored. The rv lead remains implanted and in service and there were no adverse patient effects reported.

Event description:
Additional information provided from the field indicated a red alert for another high out of range pacing impedance measurement was observed. The pacing rate was still observed to be low as well. No changes were made to the system and the patient will continue to be monitored. No adverse patient effects were reported.